Manufacturer narrative:
External insulation abrasion was found at 36.5 - 37.8 cm from the connector pin is consistent with damage caused by friction to another device or feature of the patient anatomy. The etfe coating of one re cable was also damaged at 37.5 cm from the connector pin. Lumen to inner coil was intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was noted. The lead was explanted and replaced. The patient's condition is fine after the event.